Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the pacing dependent patient presented for in-clinic follow up with the pulse generator unable to be interrogated via rf telemetry. The device was successfully interrogated via inductive telemetry. A software upgrade was discussed; however, no upgrade was performed. The patient will discontinue remote monitoring and will instead be seen in-clinic frequently. There were no patient consequences.